Event description:
General report received of an unspecified number of undocumented incidents of disconnections. On unspecified dates, the tubing sets were being used to deliver unspecified medications via gravity. The option-lok male adapter of the tubing sets were connected to the female adapter of the pts' IV catheters. After unspecified lengths of time, the option-lok male adapter of the tubing sets disconnected from the female adapters of the IV catheters. The customer contact reported that the connection sites are sometimes cleaned with alcohol and the option-lok male adapters of the tubing sets were reconnected to the female adapters of the pts' IV catheters and the therapies were resumed. There were no reported adverse pt effects and no reported delays in therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.